Event description:
As a practicing dentist for 38 years, I have used both amalgam and composite resin restorations on posterior teeth for as long as composite has been available because patients like composites due to their tooth color. It has been my experience that composites are far inferior to amalgams on posterior teeth. They are extremely technique sensitive and very few dentists can and do use them properly. Even when the utmost of care is taken in placing composities in posterior teeth their life span is considerably less than properly placed amalgam restorations. Composites are much more difficult to place than amalgams and take more time to place, hence are more expensive. Composites are impossible to place without incorporating air bubbles which weaken the already weak material. Composites wear rapidly whereas amalgam wears very slowly. Composites break easily whereas amalgam is difficult to break. It is almost impossible to secure tight contacts between teeth with composites whereas it is easy with amalgams. There are many things that can be done with amalgam that cannot be done with composites. I have never seen an adverse reaction to an amalgam placed in any of my patients. Recent reports of some hydrocarbon compound released from composite resins in the mouth is of concern. If the use of amalgam is somehow limited - "FDA sets 2009 deadline to reclassify amalgam" june ada news-, the general public not be able to receive good inexpensive dental care. Dates of use: 1985 -- 2008. Diagnosis or reasons for use: dental caries.